Event description:
On (B)(6) 2011, I had surgery for ventral incisional hernia, where they placed a component separation placement proceed mesh in me. Since then I have had a multitude of issues: chronic tiredness, chronic pain, discomfort, chronic inflammation of upper abdominal area shown on cat scan, recurring infection. Discomfort and pain while standing or walking for any length of time, depression due to pain and change in left style, limited ability to care and interact with toddler son and perform other normal daily activities. Pelvic pain, abdominal bloating, lowered sex drive, nausea and stomach upset. Major recurring infection and open wound that has required 10 prolonged rounds of antibiotic.